Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during procedure the guide wire was stuck in the lead and the operator broke the guide wire trying to remove it. The lead was not used. No patient complications have been reported as a result of this event.